Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking, the following information was received by the initial reporter with the following verbatim. It was reported by customer that they saw wet spot on the sheets and noticed fluid coming out of the lowest smartsite port on the 2426-0007.